Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for low blood glucose level/over delivery. The customer¿s blood glucose was 32 mg/dl treated with pop and cake and stuff 2 124 and ate and was high at 6 242 mg/dl took correcting and by 7 I was 70 1.9. The customers current blood glucose 154 mg/dl. Customer has treated with food. Customer has been experiencing low bgs for about an hour. Customer does not allege pump was over delivering. The insulin pump will not be returned for analysis.